Event description:
It was reported that a 68 yo female patient who had an initial right knee implanted, date unknown, was revised on (B)(6) 2022 due to a failed right total knee replacement refractory to conservative management. Imaging was consistent with failed right knee arthroplasty. Competitors devices were re-implanted. The patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
No device return anticipated due to this being a legal case. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Event description:
From operative note for implant removal: ¿a midline incision was made and extended down through the subcutaneous tissues. A medial parapatellar arthrotomy was performed. A medial release was performed, elevating the superficial medial collateral ligament down to the posteromedial corner of the knee. A thorough synovectomy was performed, and cultures were sent. The patella was dislocated, and the knee was flexed. At this point we began removal of our implants. Using a combination of a small saw and osteotomes, the femoral implant was removed with minimal bone loss. Our attention was then turned to the tibia. Once again, using the small saw and osteotomes, the tibia was removed with minimal bone loss. We placed a clean drape and clean instruments on the field.¿ the patient was transferred to the recovery room in stable condition. No complications. Consult to pathology for right knee soft tissue and removed hardware. No description about the removed implants. No additional information.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: h6: the revision reported may have been the result of prosthesis wear as stated in the legal documentation. However, this cannot be confirmed as the devices were not available for evaluation, images/pre-revision radiographs were not provided, and the operative notes do not document wear of the polyethylene insert. A contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall.

Event description:
Additional details from legal document: as a direct, proximate, and legal consequence of the defective nature of the optetrak device as described herein, the plaintiff has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries which all require ongoing medical care. As a further direct, proximate, and legal consequence of the defective nature of the optetrak device, plaintiff has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; and pain and suffering.